Event description:
The customer reported that a patient with a history of anti-e, and anti-jka did not react on the ortho provue analyzer. Visual inspection of the processed gel cards was negative. The sample reacted weakly positive in manual gel test. Testing was performed on (B) (6) 2009. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
A (B) (4) field engineer visited the customer site and performed all checks to the instrument. The fe inspected incubator temperature and centrifuge speed/timing, which were found to be within the specifications. Qc was acceptable without any errors. Incident is isolated and most likely sample related. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).